Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) not triggering akg. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Device not accessible for testing. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Device not accessible for testing. (B)(4). Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) not triggering akg. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device/10 a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.